Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. During the evaluation of the device, the service centre visually inspected the device and found evidence of foam degradation and two error codes were found and foam particles were visible. In addition to the above findings, the device was scrapped.